Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator did not start and investigation found that several parts need to be replaced. The pressure transducer pcb, control pcb, monitoring pcb and dc/dc & standard connectors pcb need to be replaced. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator did not start. There was no patient involvement. (B)(4).